Manufacturer narrative:
The medical center did not retain the impella pump or sheath product for analysis. The product was discarded a the time of the patient's death. A root cause of the limb ischemia can not be determined, though should more information be shared that leads to root cause, a final report will follow. The failure mode will be monitored and trended.

Event description:
The medical center had placed an impella cp and ECMO for support of a patient who arrested and was down in the field for an extended duration of time after arresting and crashing his car. The team also had placed a lucas device. The critical condition and impella support lasted for 2 days til the family made choice to withdraw care with a "dead gut" and ischemic limb accessed by the impella. The impella caused ischemia was to be treated by external reperfusion catheter, but care was withdrawn and patient expired.